Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event of loosening of trident shell was not confirmed as insufficient information was provided. Additional information including additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event and determine a root cause. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by patient's counsel that allegedly the patient was implanted with a tritanium acetabular cup on (B)(6) 2015 and was revised on (B)(6) 2020 due to alleged cup loosening.